Manufacturer narrative:
Manufacturer's investigation conclusion: the reported blank screen issue was confirmed via product testing. The heartmate system monitor (serial #: (B)(4) was serviced at the abbott european distribution center (edc) and no logs were submitted. The system was powered on but there was no display. It was noted that the memory unit (sdram) was loose. The monitor main pcb, front housing, touch screen and cable were replaced. After servicing the unit was tested and passed all stages of testing. The unit was placed in the abbott rental pool after servicing. The main pcb was forwarded to the abbott burlington product performance engineering (ppe) lab for further analysis. During further analysis it was observed that the memory unit attached to the main pcb was not connected. This piece was connected prior to testing. The main pcb was placed in a test system monitor housing and powered on. There were no issues observed with the main pcb. The system monitor was able to function and connect to a test system controller with no issues. Although not confirmed, the reported functional issues may have been related to the loose memory unit on the main pcb. The root cause of the reported event was unable to be determined in this analysis. Incidental findings: pcb damage the device history records were reviewed and the records revealed the heartmate system monitor (serial#: (B)(4) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor screen was blank with no display when it was connected to the patient power module. A different cable was used which did not resolve the issue and the monitor was replaced.